Event description:
According to the physician, the pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2010. No procedural complications were reported. During follow up shortly after the procedure the patient presented with a small amount of mesh extrusion into the vagina. This was treated with an estrogen cream (unspecified). The physician reported that during follow up in (B)(6) 2012 the patient still had excellent support. Upon palpitation, the patient had mild pain but declined a procedure to remove the exposed mesh. The physician stated that it was unknown if the pain noted was related to the device. The patient has not been seen by the physician since the (B)(6) 2012 appointment, and her current condition is unknown.

Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date. The implantation dates provided are (B)(6) 2000 and (B)(6) 2010, but is was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
(B)(6).